Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units during fill tubing multiple times because the customer did not have enough insulin to add to the cartridge. The customer's blood glucose level was impacted (280 mg/dl).